Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection confirmed the bubbled dso seal as well as a worn rear label. No evidence was available to review in the event history log. Functional testing was not performed as the issue was verified visually. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a bubbled downstream occlusion (dso) seal. It is unknown if there was patient involvement, no adverse patient effects were reported.